Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("other injuries/symptoms: migraine") and headache ("headache"). The patient was treated with surgery (tubal ligation). Essure was removed on 8-apr-2009. At the time of the report, the device dislocation, perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, migraine and headache had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, headache, migraine, pelvic pain, perforation, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, migration, perforation, uti, migraine and headache. Discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2009: perforation, right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Product indication updated. Essure explant date added. Events- migration, perforation: other, general abnormal bleeding, abdominal pain, psych injury, bladder/urinary problems: uti, other injuries/symptoms: migraine and headache were added. Event outcome updated for: physical pain/pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: mesosalpinx') and fallopian tube perforation ('perforation: other/perforation (fallopian tube(s))/migration of essure device location of device: mesosalpinx') in a 24-year-old female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures. Concomitant products included clobazam (onfi), clonazepam (klonopin), lamotrigine (lamictal), levetiracetam (keppra), rufinamide (banzel), valproate semisodium (depakote) and zonisamide. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), anxiety ("psych injury: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("other injuries/symptoms: migraine"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with caffeine;paracetamol (excedrin), ibuprofen, naproxen, nsaids, paracetamol (acetaminophen), rizatriptan benzoate (maxalt) and surgery (tubal ligation,surgical removal of coil(s) ¿ left coil removed on (B)(6) 2009). At the time of the report, the device dislocation, fallopian tube perforation, anxiety, vaginal haemorrhage, menorrhagia, dyspareunia and depression outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, migration, perforation, uti, migraine and headache. Discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded),perforation (fallopian tube), migration of essure device. Imaging procedure - on (B)(6) 2009: perforation, right occlusion only.. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :uti, dyspareunia, migraine headache, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: mesosalpinx'), fallopian tube perforation ('perforation: other/perforation (fallopian tube(s))/migration of essure device location of device: mesosalpinx') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures. Concomitant products included clobazam (onfi), levetiracetam (keppra), rufinamide (banzel), valproate semisodium (depakote) and zonisamide. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), anxiety ("psych injury: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("other injuries/symptoms: migraine"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with caffeine;paracetamol (excedrin), ibuprofen, naproxen, nsaids, paracetamol (acetaminophen), rizatriptan benzoate (maxalt) and surgery (tubal ligation,surgical removal of coil(s) ¿ left coil removed). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, fallopian tube perforation, anxiety, vaginal haemorrhage, menorrhagia, dyspareunia and depression outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, migration, perforation, uti, migraine and headache. Discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded),perforation (fallopian tube), migration of essure device. Imaging procedure - on (B)(6) 2009: perforation, right occlusion only. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :uti, dyspareunia, migraine headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs&mr received. Updated events perforation nos to fallopian tube perforation, psych injury to mental anguish. New events abnormal bleeding (vaginal, menorrhagia), dyspareunia, depression was added. Lab data was updated. Concomitant drugs, treatment drugs, reporter information, patient demographics was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: mesosalpinx / migration of essure device location of device: uterus') and fallopian tube perforation ('perforation: other/perforation (fallopian tube(s))/migration of essure device location of device: mesosalpinx / perforation (other) please describe and state the location of the perforation: left fallopian tube') in a 24-year-old female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures. Concomitant products included clobazam (onfi), clonazepam (klonopin), lamotrigine (lamictal), levetiracetam (keppra), rufinamide (banzel), valproate semisodium (depakote) and zonisamide. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), anxiety ("psych injury: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("other injuries/symptoms: migraine"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and allergy to metals ("nickel allergy"). The patient was treated with caffeine;paracetamol (excedrin), ibuprofen, naproxen, nsaids, paracetamol (acetaminophen), rizatriptan benzoate (maxalt) and surgery (tubal ligation,surgical removal of coil(s) ¿ left coil removed on (B)(6) 2009). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, anxiety, vaginal haemorrhage, menorrhagia, dyspareunia, depression, allergy to metals, dysmenorrhoea and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, migraine and headache had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, migration, perforation, uti, migraine and headache. Discrepancy noted in essure insertion date: (B)(6) 2011, (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded),perforation (fallopian tube), migration of essure device. Imaging procedure - on (B)(6) 2009: perforation, right occlusion only.. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :uti, dyspareunia, migraine headache, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- nickel allergy, dysmenorrhea (cramping), vaginal discharge. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: mesosalpinx') and fallopian tube perforation ('perforation: other/perforation (fallopian tube(s))/migration of essure device location of device: mesosalpinx') in a 24-year-old female patient who had essure (batch no. 627292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures. Concomitant products included clobazam (onfi), clonazepam (klonopin), lamotrigine (lamictal), levetiracetam (keppra), rufinamide (banzel), valproate semisodium (depakote), and zonisamide. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), anxiety ("psych injury: mental anguish"), urinary tract infection ("bladder/urinary problems: uti"), migraine ("other injuries/symptoms: migraine"), headache ("headache"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and depression ("depression"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with caffeine; paracetamol (excedrin), ibuprofen, naproxen, nsaids, paracetamol (acetaminophen), rizatriptan benzoate (maxalt) and surgery (tubal ligation,surgical removal of coil(s) ¿ left coil removed on (B)(6) 2009). At the time of the report, the device dislocation, fallopian tube perforation, anxiety, vaginal haemorrhage, menorrhagia, dyspareunia and depression outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, migraine and headache had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal pain, migration, perforation, uti, migraine and headache. Discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), perforation (fallopian tube), migration of essure device. Imaging procedure - on (B)(6) 2009: perforation, right occlusion only. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records :uti, dyspareunia, migraine headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.